Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the subject device was not working properly from the start. The needle was difficult to get out and difficult to put back in. The mandrin (guide) also went in with difficulty. The issue was found during a diagnostic endobronchial ultrasound procedure and was completed using a similar device. There was a delay to change the needle. No patient harm was reported by the customer.

Event description:
It was reported, the subject device was not working properly from the start. The needle was difficult to get out and difficult to put back in. The mandrin (guide) also went in with difficulty. The issue was found during a diagnostic endobronchial ultrasound procedure and was completed using a similar device. There was a delay to change the needle. No patient harm was reported by the customer.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.